Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported the listed warming blanket was used in conjunction with a warming device on a (B)(6) patient. The reporter believed that patient straps were secured over the patient and the warming blanket during use. The warming device and blanket were in use with the patient for an undisclosed amount of time when the device alarmed; the reporter was not able to indicate which audible alarmed sounded. In reaction to the alarm, the warming device was replaced. The patient's leg was then observed burned and blistered. No permanent adverse effects to patient were reported.